Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the pump error alarm. Customer¿s blood glucose at the time of incident was 182 mg/dl. The insulin pump will be returned for analysis. The replacement pump will be sent.

Manufacturer narrative:
Pump passed the self test and displacement test. No pump error 4 alarm during testing. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.